Manufacturer narrative:
(B)(4). Concomitant medical products: md hybrid glenoid base 4 mm part # 113954 lot 3 605680, comp primary stem 15 mm mini part # 113635 lot # 785680, versa-dial/comp ti std taper pr adaptor part # 118001 lot # 685590, pt hybrid glen post regenerex part # pt-113950 lot # 701940. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06766, 0001825034 - 2017 - 06768, 0001825034 - 2017 - 06769, 0001825034 - 2017 - 06818. Patient received a letter notifying the part is been recalled. Recall number is not available at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that patient is experiencing pain 4 months post-implantation the shoulder is locking up. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.